Event description:
After emergency transfer to hospital, the patient had two endeavor sprint rapid exchanged (rx) drug-eluting stents (3.00 x 30mm) and (3.50 x 25mm) successfully deployed at proximal rca and mid rca. Approximately 2 weeks later patient was hospitalized after a fall due to stroke and CT testing showed bleeding on frontal cortex which was treated with a dose of drug. Investigator indicated that there was no relationship with the study product, drug or procedure. Approximately 4 months later patient had ICD implanted at another hospital. Ref 9612164-2012-00220 <(>&<)> 9612164-2012-00221.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (cva/stroke). (B)(4).